Event description:
The customer reported that the hmx hematology analyzer generated erroneously low platelet test results (6.0 x 10^3/ul) on one patient sample. The test results were accompanied by instrument-generated messages for "l" low results and for "r" review test results. Similar low platelet results generated by another hematology analyzer had previously been reported out of the laboratory. A manual platelet count was performed and the count was estimated to be 500 x 1063/ul. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. An MDR was previously filed for analyzer 1 of 2; see MDR #1061932-2009-00029. This MDR is for analyzer 2 of 2. The raw data associated with the test results were analyzed. The platelet histogram showed a typical low platelet count pattern. There were no voteout or other instrument related problems. The wbc (white blood cell) histogram did not show a platelet clump and/or giant platelet pattern. Quality control samples were run before and after this event and were within acceptable ranges. Field service was not dispatched to the site. The root cause of the erroneous platelet results is unknown.